Manufacturer narrative:
Date sent: (B)(4) 2006. Device a and f batch= a9aw6j, lot = unknown, expiration date = 11/01/2010, MFR date = 12/01/2005. Device b, c, d, e and g batch = c9c45r, lot = unk, expiration date= 02/01/2011, MFR date = 03/01/2006. Device h batch = a9ax59, lot = unknown, expiration date= 11/01/2010, MFR date= 12/01/2005. Results: blade damage/ cracked tip. Analysis summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis results found that the devices (a thru h) were returned with the blades scratched and cracked. The devices were tested with a generator and an error code 5 was received. The identified blade damage may have occurred from external contact during pre-op or general use. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." The batch records were reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during an unknown procedure 8 devices did not work. There was no adverse patient consequences.